Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03877. It was reported that the patient leads had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.